Event description:
I have osa and purchased a respify sterilizer kit to clean the mask and tubing. Later that evening, I put my mask on to use the CPAP machine and started feeling strange. I kept smelling an odd, chemical-like odor. I had to keep removing my mask and had a difficult time sleeping because the smell was making me nauseous. I finally fell asleep, but the next day I felt very strange, weak, with chest discomfort, and had a rapid heartbeat. I sent a message to respify but haven't heard anything yet. I have only used it once and am afraid to try it again. I spent almost $130.00 on this, and I bet they won't reimburse me. There is something seriously wrong with this product. I am on the transplant list for a liver, and I thought this would help me keep my equipment clean, as I am so weak and fatigued. I haven't had any tests done.